Event description:
A customer reported receiving lower readings from the adc device compared to a competitor brand meter. The customer experienced ¿weakness¿ and received third-party treatment of ¿novorapid.¿ there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The device history records (dhrs) for the freestyle libre sensor and freestyle libre sensor kit were reviewed and the dhrs showed the freestyle libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. N/a was selected for g4 as it is unknown if the user was using android, ios, or a reader with the fs libre 3 sensor. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving lower readings from the adc device compared to a competitor brand meter. The customer experienced ¿weakness¿ and received third-party treatment of ¿novorapid.¿ there was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. A visual inspection has been performed and no issues were observed on sensor patch. Data extraction was successful. Watermark observed at the base of the tail, indicating the sensor was properly inserted. Sensor state 7 with event log 11 and sensor state 8 with event log 9 are an indication that the sensor had terminated due to an error recognized by the sensor. This is a part of software design and is not an indication of product non-conformance. Smu (source measurement unit) test will be performed on the sensor to verify if sensor is functioning as intended. The sensor was de-cased and a visual inspection was performed on the pcba (printed circuit board assembly). No issues were observed. The returned battery voltage was measured to be within specification range. Sensor was placed into pcba test fixture and performed smu (source measurement unit) test to ensure the sensor's electronics were functioning correctly, and the returned unit did not have any glucose reading issues. Sensor thermistor testing was within specification, indicating the sensor was providing accurate glucose readings. However, poise voltage test failed. An extended visual investigation has been performed on returned sensor and no issues were observed. Attempted to extract data from returned sensor but the sensor did not read due to antenna disconnected from the pcba. (Printed circuit board assembly). The damage was observed on the antenna due to de-casing. Unable to re-soldered repaired due to the solder pads coming away from the pcba. The antenna didn¿t communicate due to the damage. Therefore, this issue is unable to test. All pertinent information available to abbott diabetes care has been submitted. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device.